Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; cause unknown. The customer administered a correction bolus via the pump to address the bg. Customer declined further troubleshooting with tandem technical support, therefore no additional information was obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.